Manufacturer narrative:
The customer indicated that a potential (B)(6) result was generated on a patient sample. The sample was reactive when tested with the biomnis (B)(6) assay. A retained kit of architect (B)(6) lot 55059li00 was tested in a clinical sensitivity set up, including one commercially available seroconversion panel (biomex seroconversion panel (B)(4)). Results of this setup did not indicate that the sensitivity performance of the lot is negatively impacted. The seroconversion panel was compared with historical data from architect (B)(6) lot number 21153li00. The reagent detected the same bleeds as reactive. A review for non-conformances and deviations associated with the affected reagent lot was performed. This review did not identify any non-conformances or deviations. Customer complaint data was reviewed and no adverse or non-statistical trends were identified related to the customer issue. The architect (B)(6) package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Manufacturer narrative:
(B)(4) this report is being filed on an international product, list number 8l44 that has a similar product distributed in the us, list number 6l22. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a suspected (B)(6) architect anti-hbc ii result of 0.74 s/co was generated with lot 55059li00 on a sample from (B)(6), 2015. The sample was (B)(6) (1.41 s/co) when tested with biomnis anti-hbc. A previous sample from (B)(6) generated (B)(6) results with architect anti-hbc ii. A result of 3.72 s/co was generated with lot 52184li00 and 1.66 s/co with lot 55059li00. There was no report of impact to patient management.